Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. The versacross wire was inserted through a micro-puncture dilator. The micro-puncture dilator was removed and versacross dilator was being inserted over wire. It was noted that the end of wire (distal end) would not go into dilator and coating on end of wire began to accordion-like and flaking off. Wire was in the body before it was on dilator. Tech had difficulty putting the dilator over the wire and noticed that the coating was flaking off. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has received for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and noted to have its insulation bunching on proximal end. No damage to distal tip was noted, and a minor delamination along wire body. Flaring/bunching at proximal transition were observed, with delamination of ptfe observed distal to bunching. The dilator was attempted to be inserted over the proximal end, and was confirmed to be unable to advance. Wire body outer diameter was out of specification near damage but within specification further along mandrel. The reported allegation is confirmed based on the returned device.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. The versacross wire was inserted through a micro-puncture dilator. The micro-puncture dilator was removed and versacross dilator was being inserted over wire. It was noted that the end of wire (distal end) would not go into dilator and coating on end of wire began to accordion-like and flaking off. Wire was in the body before it was on dilator. Tech had difficulty putting the dilator over the wire and noticed that the coating was flaking off. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The has been received at boston scientific's post market laboratory where it is awaiting analysis.